Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The actual sample(s) involved in the complaint event was received for evaluation. One of the three syringes was subjected to the visual and microscopic analysis. The foreign matter visually appeared to be a plastic piece situated inside the syringe. Further visual and microscopic examination suggests that the foreign matter could have broken apart from the flange of the same syringe barrel. Fourier transform infrared spectroscopy (ftir) was conducted on the piece of plastic situated inside the syringe. The ftir results indicate the foreign matter is similar in composition to the syringe flange. Additional analysis of the syringe was conducted to evaluate particulate in the fluid pathway. The particulate in the fluid pathway was evaluated to the usp 788 standard and determined to be within the specified limits. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Root cause analysis was conducted of the confirmed issue. The confirmed issue could be replicated in the manufacturing process. Breakage of a portion of the finger flange which subsequently entered the fluid pathway could be replicated at the barrel load station on the rotary assembly machine when the printed barrel was transferred directly into the barrel singultation mechanism, without any printed barrel buffer in the component feed line. A second contributing factor was identified related to the product quality verification system. The high plunger rod position detection system did not have sufficient sensitivity to detect the thickness of the broken finger flange piece in the barrel i.d. The following control mechanisms are in place to prevent the occurrence and acceptance of plastic pieces in the fluid path during the syringe assembly and packaging processes: medtronic maintains material verification processes. The resin, silicone and rubber tips must pass an inspection and certification review before they are released to the floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel and plunger rod is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The syringe assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. All syringe assemblies are inspected by a high plunger assembly detector. Syringes with high plunger assemblies are automatically ejected from the machine to scrap. Production inspectors are required to periodically perform visual inspections of the syringe to the quality inspection standard. During manufacturing, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. An assessment of the impact to syringe function resulting from the needle assembly and medication could not be conducted from the information provided. This is a single use syringe. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.

Manufacturer narrative:
Submit date: 5/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states that three syringes are faulty. One has more specs on the barrel and 2 look like they have bit of plastic in the barrel 60 ml syringes 8881560125.